Event description:
The reporter indicated that a 12.1mm vicm5 12.1 implantable collamer lens of -8.0 diopter was implanted into the patients right eye (od) on (B)(6) 2022. On (B)(6) 2022 the lens was removed and on same day a replacement lens of longer length was implanted and the problem was resolved. Cause reported as user error. Device did not fail to perform as intended.

Manufacturer narrative:
Claim# (B)(4).